Manufacturer narrative:
The customer restarted to run glucose on the modular side of the instrument. Qc was within the established ranges. A bci field service engineer (fse) replaced the stir bar, the stirrer motor, and the electrodes. Although hardware issues were addressed, a definitive root cause has not been determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by synchron lx 20 pro clinical system. The results were confirmed by repeating the tests on another instrument prior to releasing the results. There was no effect to patient or user.